Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a life-threatening aortic rupture and an acute type b dissection complicated by malperfusion that was treated with two conformable gore tag thoracic endoprosthesis. Reportedly the left subclavian artery (lsa) was unintentionally partially covered. The lsa was revascularised during the initial procedure. The patient tolerated the procedure and was discharged from the hospital with no reported complications.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a life-threatening aortic rupture and an acute type b dissection complicated by malperfusion that was treated with two conformable gore® tag® thoracic endoprosthesis. Reportedly the left subclavian artery (lsa) was unintentionally partially covered due to unknown reasons. The lsa was revascularised during the initial procedure. The patient tolerated the procedure and was discharged from the hospital without adverse effects.